Event description:
A report was received that the patient was having difficulty aligning the charger. A x-ray was taken and it was revealed that the ipg was tilted. The patient underwent a pocket revision and was reportedly doing well following the procedure.